Event description:
It was reported that a device movement, cerebral vascular accident, and transient ischemic attack occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Forty-five (45) days post index procedure the patient experienced a cerebral vascular accident. In (B)(6) 2023, it was discovered the closure device had moved from the original implant position. An attempt was made to percutaneously explant the closure device, but this was unsuccessful as the device had attached itself to the heart wall. In may 2023, the patient experienced chest pain and in october 2023, a transient ischemic attack occurred. The patient was prescribed apixaban and anticipates additional follow-up with physicians.